Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's mother reported the infusion device does not accurately deliver insulin. The pt experienced elevated blood glucose of 20 mmol/l (360 mg/dl) after breakfast. The pt changed the insulin cartridge and infusion set and was unable to resolve the issue. He switched to his back up infusion device and had no further issues. No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion device was requested to be returned for eval.